Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation failed a fall-off and therapy electrode recognition test. The cause for the failure was isolated to broken white wire (drvn_gnd), black wire (main batt), and black pulse wire in the trunk cable connector. The connector was cracked. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.